Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a type a thoracic aortic dissection using gore tag thoracic endoprosthesis and gore excluder aaa endoprosthesis. A tag device was implanted from ascending aorta to the arch. A hole was made on the side wall of the tag by a "needle" advancing from the left common carotid artery (cca). A pxl 160007 was inserted from the left cca, passing through the side hole and implanted in the tag. Another hole was made on the side wall of the tag from the right cca. A pxl161407 was inserted from the right cca and implanted. On (B)(6) 2012, f/u CT revealed that the left cca was occluded. The cause was that the iliac extender (pxl161407) which was inserted from the right cca punctured the side wall of the pxl160007 and was implanted in the pxl160007. On (B)(6) 2013, a fluency stent was implanted from left cca in pxl160007. The flow into the left cca was restored. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instruction for use (IFU) states: the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaa's). The iliac extender endoprosthesis (iliac extender) provides an extension of up to 4 cm of either the ipsilateral or contralateral limb.